Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the manufacturing records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.